Event description:
It was reported that the patient was experiencing inadequate stimulation despite a reprogramming attempt. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible device. The explanted ipg was not returned as it was kept by the medical facility.